Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of a bipolar head. The locking ring was broken and the internal head dislocated.

Manufacturer narrative:
The event was confirmed. The investigation determined the device broke in fatigue likely from cyclical forces onto the insert rim and retaining ring. No material or manufacturing defects were observed during this investigation. If additional information becomes available, this investigation will be reopened. Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the lot referenced.

Event description:
It was reported that there was a revision of a bipolar head. The locking ring was broken and the internal head dislocated.